Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred multiple times. Additionally, it was reported that insulin was not observed to be dripping from the tubing during the load fill tubing process. Customer's blood glucose level was 178 mg/dl. Reportedly, the customer loaded a new cartridge and infusion set to resolve the issues and resumed insulin delivery.